Manufacturer narrative:
Date of event corrected, description updated, other relevant history added, lot #/expiration date//serial #: added, device available for eval updated; date returned to MFR added, device/component codes updated, device returned to MFR updated; device evaluated by MFR added, evaluation codes updated. Product evaluation: failure analysis for fiber (B)(6): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: joules used: 52,920, time expended: 9:58 minutes, the fiber tip was cleaned during the procedure.

Manufacturer narrative:
(B)(4)..

Event description:
It was reported that the fiber "started to end-fire after 9 minutes". It is unknown how the procedure was completed. Patient outcome: "unknown¿. No patient injury was reported. Additional information was not reported.